Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.

Event description:
The customer reported that the 6800 system would not turn on or boot up correctly. No pt injury was reported.